Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during an un-specified procedure, a 3.0 nc trek and a 3.0 trek was used successfully. When the 4.5 x 20 mm nc trek was advanced, resistance was noted with the 6f guiding catheter. The device was removed before entering the anatomy. During removal, resistance was noted with the guiding catheter again. A non-abbott balloon was used without issue. The balloon was prepared per the instructions for use, prior to use in the anatomy. A new balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.